Event description:
It was reported that during a surgical procedure that the blade broke. It was further reported that irrigation was required to locate the broken pieces and that these broken pieces were retrieved. There were no adverse consequences reported for the patient.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. Device not available.